Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the air/water channel was clogged. It is likely that this issue occurred due to insufficient reprocessing. In addition, it was noted that the probe unit had sharp dents and the control knob was loose and had play. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the air channel was blocked during reprocessing. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged air/water channel may have occurred from the air/water valve but the specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.